Event description:
Customer called in to report that her sensor was not working correctly. Customer stated that her sensor was giving incorrect readings causing the insulin pump to go into threshold suspend. Customer stated that her blood glucose was 103 mg/dl and the senor was telling her that she was low. Customer agreed to return the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.